Event description:
A pt experienced red eyes with pain burning with moderate myalgia, photophobia and arthralgia. The pt's symptoms appeared six to eight hours following the hemodialysis session. The pt was treated with prednisone 30 mg which was completed in october 2003. Reportedly, the symptoms diminished during the interdialytic interval, then increased in intensity with the following dialysis session in which a ca membrane was used. The symptoms gradually diminished after the pt was changed to a cahp 210 dialyzer in october 2003. The physician at the center reports the pt is fully recovered.